Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting due to the device being not PMA approved.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "breast hardening, pain and capsular contracture." The device remains implanted.